Event description:
The manufacturer received information alleging a ventilator failed testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and power management board, were replaced to address the issues. The device's sensor board, flow sensor assembly and tubing were replaced due to water ingress.